Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto® 3 system and a map shift issue occurred. It was reported by the caller that during an afib/typical flutter case they came across a big map shift. We were using the soundstar so had a live image of the ablation lesions and green tip. We did a cti ablation line in the right atrium at the start of the case and 3 hours later were double checking the line. The map shift was discovered when one of the ablations done in the beginning of the case was being double checked. There was no patient consequence. Device evaluation details: an investigation was initiated by the device manufacturer to investigate the issue. After reviewing the received data, it was found that the reported map shift was caused due to mapping with high metal values that were indicated on the screen by an error messages. Issue is related to user error. The history of customer complaints reported during the last year and associated with carto 3 system (B)(6) was reviewed. No similar additional complaints were found. A manufacturing record evaluation was performed for the carto 3 system (B)(6), and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 16-jun-2023, additional information was received indicating 19-may-2023. The contact force catheter used was a smarttouch thermocool surround flow force sensing ablation catheter. The physician meant that the resistance was due to the patients myocardium/anatomy. The force reading was high. According to the location of the previous lesions, the physician should¿ve had room to get to where those lesions were. However, in the process of getting there, there was resistance on the ablation catheter and I believe he thought he was in contact with the myocardium before he could even get to the spot the old lesions were at. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(6).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto® 3 system and a map shift issue occurred. It was reported by the caller that during an afib/typical flutter case they came across a big map shift. We were using the soundstar so had a live image of the ablation lesions and green tip. We did a cti ablation line in the right atrium at the start of the case and 3 hours later were double checking the line. We had to put two additional lesions in the middle of the line and they showed up far away from the line we initially had. The physician said he couldn¿t go to where the original line was as the catheter was giving him too much resistance (he was using a force sensing catheter). There was no patch movement and no movement from fluoro (it was a 0 flouro case). When he looked on the soundstar live viewer, the original lesion line appeared to be offset from the recent lesions he put in. The original lesion set on the ice image appeared off/away from the cti line on the ice image. The system did not provide any error. The map shift was discovered when one of the ablations done in the beginning of the case was being double checked. There was no patient consequence.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The date of event was not provided. As such, field b3. Date of event has been populated with (B)(6)2023. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).